Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy. (Unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (not specified), result was left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc(product technical complaint). No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (not specified), result was left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case is deleted from bayer database as it contains information relating to another patient: us-bayer-(B)(4)to which all information was transferred. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (not specified), result was left occlusion only, malposition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.